Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm as well as broken force sensor alarm. Customer's blood glucose value was unknown. Customer stated insulin pump not dropped nor bumped. Customer stated before the critical pump error image was displayed on the screen the broken force sensor error alarm was received. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery alarm and critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.